Manufacturer narrative:
The investigation of positioning issues and access site bleeding has been completed. The impella device was not returned for evaluation. The cause of the positioning issue most likely was patient movement. The cause of the access site bleeding most likely was use related issue due to improper technique as repositioned the impella catheter to match angle of insertion. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-17602. E4 should have been left blank.h6 code 2993 was reported incorrectly. New code was added to health effect - impact code

Event description:
The complainant reported that 75-year-old female patient was on impella cp support due to chest pain and non-st-elevation myocardial infarction (nstemi). While on support, oozing/bleeding was noted from right femoral access site. One unit of red blood cells was given. Site was angle matched and redressed. Oozing slowed. Additionally, an impella position alarm 'impella in aorta' occurred. The patient was being suctioned and coughed. Impella decreased to p-2, echo requested and interventionalist was called. When interventionalist at bedside, position confirmed to be in correct placement. Patient is still on support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smart assist system: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿